Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. The patient had no falls or accidents. X-rays taken confirmed the lead had moved out of c1 space. Surgical intervention was taken to reposition the lead. Reportedly the patient had stimulation post-operatively with issue resolved.